Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported cause unknown. Patient did lots of adjustments to the settings and a lot of electrodes were burnt out and that was replaced. Patient stated it's someone resolved; going pain and although not as good as once it is still better than without their device. Patient stated the paddle was replaced in the middle of their back. However not covering any pain up to that point.

Event description:
It was reported that a patient with an implanted lead 977c165 specify srscn 565 srg eman and an implantable neurostimulator 977119 ngrc-ecaps experienced a return of pain following a fall on their back during the normal lifetime of the lead. The patient did not recall the exact timing of the fall but noticed the return of pain afterward. Investigation of the lead by interrogating the battery revealed connection issues and high impedance values of 4000 for contacts 8, 9, 10, and 11. The high impedance was not observed on the day of surgery. The medical decision was made to remove and revise the lead with a new one. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 01-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they could not get the stimulation therapy out of their legs and had a difficult time getting stimulation higher up. Pt had worked with 4 or 5 reps but that did not resolve their issue. About 6 months ago the pts 4 electrodes on their paddle started to "burn out" and not work like it should so they underwent a lead replacement/revision. However, the patient is still experiencing the same issues. The patient stated that the reps were scratching their heads since they could not figure it out. The patient was redirected to the hcp.